Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ligation of the cystic duct on a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle and jaws were able to close but there were issues experience with the loading or firing of the clips. They took a second clip applier and had the same problem since clip would not load. A third clip applier was used and worked. There was no patient injury.